Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump sounded a no message alarm. The cassette was moved to another pump and the alarm persisted. The cassette was changed out and the alarm settled. No patient injury was reported.

Manufacturer narrative:
Other, other text: h4: device manufacture date could not be completed due to lack of information regarding lot number. H6: event problem and evaluation codes: updated h3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found no damage, kinks or other defects in the device. Functional testing confirmed that the sample was fully priming and connected without difficulty, the pump was set to running and no alarms were activated. Complaint was not confirmed. The root cause of the reported problem could not be determined as the complaint was not confirmed, however a CAPA was open to investigate the failure mode reported. No lot number was provided, therefore, a device history record review could not be completed. An internal CAPA has been opened and this issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional corrective actions will be taken.